Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy pacemaker (crt-p) system revealed possible left ventricular (lv) lead loss of capture (loc) on the presenting egm and a steady increase in lv pace impedance measurements from 1100 ohms to 1,635 ohms since implant. Additionally, the patient had a hypotensive episode, however the health care professional (hcp) felt that it was vasovagal. Technical services (ts) reviewed troubleshooting options, and further lv lead evaluation was recommended. This crt-p system remains in service. No adverse patient effects were reported. Additional information received reported that the field representative denied any concerns with the patient's rhythm. Additionally, it was confirmed that the reported hypotension/vasovagal symptoms were related to patient condition. This crt-p system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and troubleshooting performed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy pacemaker (crt-p) system revealed possible left ventricular (lv) lead loss of capture (loc) on the presenting egm and a steady increase in lv pace impedance measurements from 1100 ohms to 1,635 ohms since implant. Additionally, the patient had a hypotensive episode, however the health care professional (hcp) felt that it was vasovagal. Technical services (ts) reviewed troubleshooting options, and further lv lead evaluation was recommended. This crt-p system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy pacemaker (crt-p) system revealed possible left ventricular (lv) lead loss of capture (loc) on the presenting egm and a steady increase in lv pace impedance measurements from 1100 ohms to 1,635 ohms since implant. Additionally, the patient had a hypotensive episode, however the health care professional (hcp) felt that it was vasovagal. Technical services (ts) reviewed troubleshooting options, and further lv lead evaluation was recommended. This crt-p system remains in service. No adverse patient effects were reported. Additional information received reported that the field representative denied any concerns with the patient's rhythm. Additionally, it was confirmed that the reported hypotension/vasovagal symptoms were related to patient condition. This crt-p system remains in service. No adverse patient effects were reported. Additional information received reported that the left ventricular (lv) lead of this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,000 ohms. It was noted that the patient was being seen for a possible cerebral vascular accident (cva). Technical services (ts) discussed troubleshooting options and programming considerations, and further lv lead evaluation was recommended. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy pacemaker (crt-p) system revealed possible left ventricular (lv) lead loss of capture (loc) on the presenting egm and a steady increase in lv pace impedance measurements from 1100 ohms to 1,635 ohms since implant. Additionally, the patient had a hypotensive episode, however the health care professional (hcp) felt that it was vasovagal. Technical services (ts) reviewed troubleshooting options, and further lv lead evaluation was recommended. This crt-p system remains in service. No adverse patient effects were reported. Additional information received reported that the field representative denied any concerns with the patient's rhythm. Additionally, it was confirmed that the reported hypotension/vasovagal symptoms were related to patient condition. This crt-p system remains in service. No adverse patient effects were reported. Additional information received reported that the left ventricular (lv) lead of this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,000 ohms. It was noted that the patient was being seen for a possible cerebral vascular accident (cva). Technical services (ts) discussed troubleshooting options and programming considerations, and further lv lead evaluation was recommended. This crt-p remains in service. No adverse patient effects were reported. Additional information received reported that the lv lead was surgically abandoned and replaced due to high out-of-range pace impedance measurements greater than 3,000 ohms. A new non boston scientific lv lead was placed for left bundle branch area pacing (lbbap). This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy pacemaker (crt-p) system revealed possible left ventricular (lv) lead loss of capture (loc) on the presenting egm and a steady increase in lv pace impedance measurements from 1100 ohms to 1,635 ohms since implant. Additionally, the patient had a hypotensive episode, however the health care professional (hcp) felt that it was vasovagal. Technical services (ts) reviewed troubleshooting options, and further lv lead evaluation was recommended. This crt-p system remains in service. No adverse patient effects were reported. Additional information received reported that the field representative denied any concerns with the patient's rhythm. Additionally, it was confirmed that the reported hypotension/vasovagal symptoms were related to patient condition. This crt-p system remains in service. No adverse patient effects were reported. Additional information received reported that the left ventricular (lv) lead of this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,000 ohms. It was noted that the patient was being seen for a possible cerebral vascular accident (cva). Technical services (ts) discussed troubleshooting options and programming considerations, and further lv lead evaluation was recommended. This crt-p remains in service. No adverse patient effects were reported. Additional information received reported that the lv lead was surgically abandoned and replaced due to high out-of-range pace impedance measurements greater than 3,000 ohms. A new non boston scientific lv lead was placed for left bundle branch area pacing (lbbap). This crt-p remains in service. No adverse patient effects were reported. Additional information received reported that lv lead fracture contributed to the observed lv non-capture and out-of-range pace impedance measurements. No additional adverse patient effects were reported.